Manufacturer narrative:
The investigation revealed that the incident occurred on (B)(6) 2012 instead of (B)(6) 2013. Based on the information provided and gathered from the site, no defect in the system performance could be identified. The system operator is responsible for providing the hearing protection. In this case, hearing protection was provided and placed by the patient. The system acoustic level was tested to meet local regulations. No further actions are planned at this time.

Event description:
It was reported that a patient underwent an mr scan and has a medical report stating partial hearing loss.

Manufacturer narrative:
Patient information currently not available. The initial reporter is located outside the u.s., and therefore initial reporter information is not provided due to country privacy laws. Ge was not informed of the alleged hearing loss in 2013. On (B)(6) 2015, ge became aware of the alleged injury after receiving an inquiry regarding this case. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.